Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's cannula was kinked, and the blood glucose level was over 500 mg/dl. Reportedly the parent of the patient treated ketones by having her son drink fluids, changed out supplies and gave injections for correcting his blood glucose. The parent brought their son to the emergency room where he stayed for less than an hour, and at that time the blood glucose level was 692 mg/dl. The health care professional assessed the ketone level as dangerous/life threatening. The patient left the emergency room at blood glucose level of 500 mg/dl. Subsequently, the patient was admitted to the intensive care unit, as he experienced high blood glucose level and diabetic ketoacidosis. The infusion set was used for one day. The patient received insulin drip and intravenous fluids as corrective treatment which resolved the issue. He was hospitalized for 2 days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.